Manufacturer narrative:
(B)(4); a review of the 2 year complaint history shows no similar issues. The subject device, part 163, lot 041103, was manufactured on 4/7/11. A review of the DHR reveals no anomalies. There were no manufacturing issues at the time of the manufacture and the product met all approved release specifications at the time of manufacture before it was released. There have not been any product specification changes in the last 2 years. The complaint sample was returned to coopersurgical for evaluation. Inspection by service and repair confirmed the reported complaint condition. Verified under a low magnification lenses, there were evidence of hard flaking material. The color was black, but underlying surface of the probe tip did not show any signs of flaking silver much as marks or pits. There was a slight discoloration, an indication of a burned substance onto the tip. The tips are not plated with silver, but a solid piece of silver. An assignable cause could not be determined for the reported complaint condition. Improper cleaning and or cleaning methods may contribute to residue build ups after several uses. In particular, the cleanliness of the product prior to autoclaving or materials used when autoclaving. This is an isolated event and unlikely to occur. Coopersurgical will continually monitor the complaint condition for any adverse trend.

Event description:
"During a retinal cryo procedure it was noticed that there were silver flakes coming off the tip of the probe. Some were reported to have fell into the patients eye. Complainant stated that they autoclave the device per the dfu. No RMA."